Manufacturer narrative:
Event date: 2004.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): "product unavailable for analysis."

Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon device for 2 lesions.target lesion #1 was a de novo lesion located distal/below knee (left/right not provided) with 3 mm reference vessel diameter, and 15 mm target lesion length. Lesion had 90% stenosis pre-procedure and 0% stenosis post procedure; lesion positive for mild vessel tortuosity and moderate calcification at target lesion. Lesion morphology described as concentric stenosis and tight stenosis lesion. Target lesion #2 was a de novo lesion located distal/below knee (left/right not provided) with 3 mm reference vessel diameter, and 15 mm target lesion length. Lesion had 90% stenosis pre-procedure and 5% stenosis post procedure; lesion positive for mild calcification at target lesion. Lesion morphology described as concentric stenosis and tight stenosis lesion. In (B) (6) 2004 at the 3 month follow up assessment, the target lesion had not remained patent and that patient experienced below knee amputation (date not provided). Comment on procedure states ¿amputation below knee echec de cicatrisation non indication opératoire pour la realization d¿un pontage du faite de l¿absence de réseau distal.¿ no intervention performed on any vessel since index procedure. Seriousness, outcome and relationship to registry device not provided. No additional follow up provided.